Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Primary caller looking to verify ins location as patient was needing MRI and hcp was trying to turn stim off with handset. Secondary caller reported device not found message multiple times while trying to communicate with ins. Secondary caller then reported "internal device lost all data, contact clinician" message on handset. It was later reported that the nurse was attempting to put handset into MRI mode when received a "lost communication with device" message. Rep walked caller through entering password and then choosing the correct serial number of ins. They were able to communicate with ins using handset and were seeing green check mark that it was MRI ready. The was no symptom reported with this event.